Event description:
Patient undergoing hybrid laparoscopic/robotic myomectomy. During the enucleation of the second largest myoma (6 cm posterior right cornual), the tip of the harmonic ace ultrasonic scalpel (a blunt titanium tip) detached itself from the tip of the harmonic ace without any particular stress being placed on the blade. The detachment and immediate disappearance was noted in real time, as the harmonic ace was being used to perform the elliptical incision on the 6 cm myoma. An immediate search for the blade began. However, after a few minutes it was clear that this search was not turning out any blade, and the patient was continuing to ooze from the two uterine incisions. Therefore, we started the uterine incisions closure with robotic assistance. Meanwhile, we began gathering information about the blade. The blade was blunt and about 1.5 cm long, 2 mm wide and about 1.5 mm thick, it was made of titanium as per information gathered by surgeon on the phone during this operation from the ethicon product representative. It was determined that would safe to leave this small fragment of metal in the abdominal cavity as the risks of further exploration outweighed the risk of the tip being retained deed within the myometrium.